Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), device dislocation ('migration') and seizure ('seizures') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pills. Concurrent conditions included body mass index normal. Concomitant products included levonorgestrel (mirena) from 2008 to 2009. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), premature menopause ("hormonal changes describe: early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and anxiety ("psychological and psychiatric problems- conditions:anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient experienced seizure (seriousness criterion medically significant), tooth disorder ("dental problems") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd."). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), adnexa uteri pain ("inside fallopian tube"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia") and alopecia ("hair loss"). The patient was treated with surgery (ablation, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the genital haemorrhage, menorrhagia, adnexa uteri pain, vaginal haemorrhage, cystitis, urinary tract infection and pelvic pain had resolved and the device dislocation, seizure, premature menopause, female sexual dysfunction, depression, migraine, nausea, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder, fatigue, abdominal pain, back pain, metrorrhagia, anaemia, alopecia and anxiety outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anaemia, anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, premature menopause, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 225 lbs. Approximate weight at the time of essure placement 155 lbs. Plaintiff received treatment for migration, pelvic pain, abdominal pain, back pain, metorhagia (bleeding b/w periods), anemia. Discrepant information regarding essure removal hysterectomy partial was reported and in same pfs claimed that essure was not removed. Discrepant information regarding essure insertion date-(B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. My tubes were blocked. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received. Event " anxiety" added. New reporter, plaintiffs information and onset dates for events were added. Outcome for events were updated. Concomitant condition and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of essure device location of device: left uterine cornua/ malpositioned left essure') and basedow's disease ('autoimmune diagnosed - graves disease') in a 31-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, urinary urgency, vaginal odor, tooth pain, ovarian cancer, pneumonia, nausea, vomiting, uti and thyroid disorder (father). Current weight 160lbs. Concurrent conditions included bipolar disorder, graves' disease, arthritis, sleep apnea, anemia and left lower quadrant pain. Family history included breast cancer female (mother), depression (brother and sister), ovarian cancer (maternal grandmother), skin cancer (maternal grandmother) and throat cancer (maternal grandmother). Concomitant products included medroxyprogesterone acetate (depo provera) since 2003 to (B)(6) 2008 for contraception, nsaids and paracetamol (acetaminophen) for migraine as well as codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2008 to (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2014 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (vicodin) from (B)(6) 2008 to (B)(6) 2018, hydrocodone from (B)(6) 2008 to (B)(6) 2018, ibuprofen from (B)(6) 2008 to (B)(6) 2018, iron from (B)(6) 2014 to (B)(6) 2014, lorazepam since (B)(6) 2008, melatonin since (B)(6) 2008, metronidazole (flagyl 250), sulfamethoxazole;trimethoprim (mortin) and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) from (B)(6) 2008 to (B)(6) 2018. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). In (B)(6) 2008, the patient experienced pelvic pain ("physical pain") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). On an unknown date, the patient experienced basedow's disease (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), abdominal pain ("pain (abdominal)"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device dislocation, anxiety, depression, migraine, allergy to metals, weight increased and abdominal pain outcome was unknown, the basedow's disease, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved and the pelvic pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, basedow's disease, bladder disorder, depression, device dislocation, fallopian tube perforation, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date :- (B)(6) 2006 and (B)(6) 2008. Current weight 160lbs. Essure insertion :- two essure coils, one in each tubal ostium. Plaintiff received treatment for pain, autoimmune and other injuries/symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2008: the fallopian tubes were blocked (as per pfs) study confirms tube blockage by essure placement.(as per mr). Ultrasound pelvis - on (B)(6) 2007: retroflexed uterus which has a slightly more rounded than elongated configuration. No uterine fibroids are seen. There is a small amount of free peritoneal fluid in the pelvis. Not mentioned in the body of report, normal arterial blood flow is documented in both of the ovaries with pulsed doppler and color flow doppler ultrasound evaluation of the ovaries.; on (B)(6) 2018: small hemorrhagic cyst in the left ovary, trace free fluid in the left adnexa. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal bleeding, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: plaintiff fact sheet was received. New reporter and events basedow´s disease, pain (abdominal), bladder/urinary problems (other) were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: birth control pills. Concomitant products included levonorgestrel (mirena) from 2008 to 2009. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), adnexa uteri pain ("inside fallopian tube"), premature menopause ("hormonal changes describe: early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), seizure ("seizures"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd."), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, hysterectomy (partial),). At the time of the report, the genital haemorrhage, menorrhagia, adnexa uteri pain, premature menopause, vaginal haemorrhage, cystitis, urinary tract infection, female sexual dysfunction, depression, migraine, nausea, tooth disorder, seizure, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, gastrooesophageal reflux disease, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered adnexa uteri pain, allergy to metals, bladder disorder, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, migraine, nausea, premature menopause, seizure, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Most recent follow-up information incorporated above includes: on 17-jul-2019: new pfs received. Event injury was updated and new events: hormonal changes describe: early menopause, abnormal bleeding (general), abnormal bleeding(vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder and uti, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, seizures, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, weight gain, gastrointestinal or digestive system condition type: gerd, inside fallopian tube pain, did not undergo essure confirmation test were added. New reporters and plaintiffs information added. Historical and concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.